Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2020-33273. It was reported that the patient was experiencing ineffective therapy due to high impedance on leads. As a result, physician decided to explant the scs system and replace it. Therapy was restored post op.